Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, (B)(4) and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. Complaint sample was not returned therefore a product evaluation could not be performed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis. This emdr was sent in error to esg test webtrader on (B)(6) 2016. This is a resubmission to esg production web trader.

Event description:
Consumer stated she removed a tampon prior to showering, when showering she felt something hard and removed a portion of a tampon. The consumer is not experiencing any adverse effects.